Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after a new implant, the sjm representative was unable to establish communication between the patient's ipg and charger. As such, the sjm representative tested the patient's charger on another ipg and was able to successfully establish communication with the patient's charger. It was noted the physician's assistant did not believe the patient's implant depth could have created the issue. However, it was noted the patient had swelling and sutures at the implant site. As such, time was given for additional troubleshooting prior to a decision for surgery. However, the issue remained unresolved. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg site was relocated, which resolved the reported issue.